Event description:
It was reported during preventative maintenance (pm) the touchscreen was not responsive. No reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
H10: the customer reported to the remote service engineer (rse) that the touchscreen needed to be replaced because it was not responding during a parameter change. The rse provided the customer with the part number and price of the replacement touchscreen for repair upon request. H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.